Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-feb-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cce services were running, but there were messages stuck in the queue. A technical support specialist restarted the net.tcp services, and the messages started to drain, and the issue got resolved. The system functioned as intended after the senior integration engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ es server had an interface issue. The customer reported that an error was displaying on the medstations and it is preventing pharmacists from logging in. There was a delay in dispensing the medication. There were no adverse events or injuries reported as a result of this incident.